Event description:
Bovie tower was being used in an operative procedure to hold a stryker core box. The left front wheel of the bovie tower fell off and the cart started to fall over. The stryker core box fell off of the tower and hit the ground and broke. The nurse attempted to catch the equipment falling and stopped the cart from falling on its side. In doing so, the nurse strained her neck and back.